Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-02192. It was reported that the patient is unable to place his ipg in MRI mode, due to low impedance. In turn, a company representative attempted to reposition, but could not resolve the issue. As a result, the patient may undergo surgical intervention at a later date.